Event description:
Spontaneous call, pt tried replacing pump. She received message push rod must move forward. Pt removed cartridge, pressed okay and restart setup process and still received message. Will send replacement pump sn (B)(4). Pt switched to back up pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.